Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced on 10 sep 2021. The patient was stable throughout.